Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. .

Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using a starclose se device. Reportedly, after clip deployment, bleeding continued. When the device was removed the starclose se device clip was noted to be deployed onto the distal-end of the shaft near the vessel locator wings. It was not specified how hemostasis was achieved. The operator is not known; therefore, it is not known if the operator was trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported clip being captured on the distal-end of the device was confirmed as analysis of the device revealed that the clip was displaced off the carrier tube and was captured between the distal-end of the carrier tube and the deployed vessel locator wings. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.